Event description:
Around january 1974, I was tested by the cdc for sexually-transmitted diseases while attending college in one of their sweeps. They told me I had spirochetes in my blood that was not syphilis, gave me a shot of penicillin and sent me on my way. One year later, I found out my appendix had burst two years prior and I almost lost my life. By 1990, I was disabled and unable to work. I won ssdi claim in 2001. If I had been tested with an approved lab test for lyme disease (diagnosed cdc positive in 2004) back in 1974, my life would not be in ruins now. My family has left me to fend for myself which I did, bedridden, for over ten years. This seriously flawed testing has stolen my life. This adverse event (missed diagnosis and timely treatment) due to the fraudulent "two tiered" cdc-dearborn testing schema. Nih.